Event description:
It is reported that the patient has been having a burning pain in the right hip at the site of the implant since (B)(6) 2012. In (B)(6) 2012, she was diagnosed as having inflammation in the right hip. She received a steroid shot, a prescription for mobic which she takes for inflammation and pain, and had 4 weeks of physical therapy. The patient states that these therapies have helped somewhat to relieve the pain and swelling. She was told that her chromium level and cobalt levels are elevated. She has seen both her surgeon and primary care physicians. Recent x-rays indicated that the hip is still intact. The patient states that her surgeon will monitor her condition with repeat testing every 6 months. The patient states that she is very active and exercises regularly 1 hour, 3 times a week.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.